Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, technical support specialist remoted in and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer did not open when attempting to issue medication (simvastatin tab 10mg 05 11). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.